Manufacturer narrative:
Additional information: d9, h3, h6. H10: one (1) sample was received for evaluation. The returned sample was used/wet with a minicap attached to the female connector. A visual inspection with the naked eye was performed on the returned sample with no issues noted. Functional testing including leak, clear passage and clamp function testing were also performed on the returned sample with no issues noted. The sample returned was not the alleged sample. The reported condition was not verified on the returned sample. Additionally, two (2) photographs of the actual sample were received for evaluation. A visual inspection with the naked eye was performed on the photographs which noted the female connector was separated from the main body. The reported condition was verified during photograph inspection. The cause of the condition was due to inadequate solvent to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp (main body) of a minicap extended life pd transfer set. This occurred during use of the device for peritoneal dialysis. The transfer set was in use for two (2) days. There was no patient injury or medical intervention associated with this event. No additional information is available.